Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up. A review of the transmission revealed loss of capture exhibited by the right ventricular lead. Further information was requested but not received.

Event description:
New information received notes that the patient was asymptomatic.